Manufacturer narrative:
Although requested, device has not been received, and patient demographic details and were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that IV tubing cracked and leaked during attempted medication administration.